Event description:
It was reported that high impedance was seen on patient's generator and that they have been referred for a full revision. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Describe event - correction - inadvertently did not include device explant initial MDR. D6b. Expiration date ¿ correction - inadvertently did not include device explant date on initial MDR. F10. Health effect ¿ impact code ¿ correction - inadvertently did not include f1905 on initial MDR.

Event description:
Additional information was received that generator and lead were explanted. Explanted products have not been received to date. No additional relevant information has been received to date.